Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed signs of damage at its distal edge that are consistent with difficulties experienced advancing a device into a calcified lesion. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right side. The 85% in-stent restenosed, 32x3.00mm, concentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified distal right coronary artery (rca) which was previously implanted with a bare metal stent. Pre-dilation were performed with a 1.5mmx15mm and a 1.5mmx20 maverick balloon catheters. Then the balloons were upsized to achieve adequate dilation using a 2mmx20mm, 2.5mmx20mm and 3mmx20mm maverick balloon catheters. Following pre-dilation, residual stenosis was 70%. Subsequently, a 3.00mmx32mm synergy¿ stent delivery system (sds) was advanced to the lesion, but at the proximal rca, the stent became stuck in a calcium spur. The physician tried to re-position the device, but the stent slipped from the balloon. The sds was removed and the stent was stuck in the proximal rca. Several methods were tried to retrieve the stent, but in vain. So the patient was sent for surgery. No further patient complications were reported. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right side. The 85% in-stent restenosed, 32x3.00mm, concentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified distal right coronary artery (rca) which was previously implanted with a bare metal stent. Pre-dilation were performed with a 1.5mmx15mm and a 1.5mmx20 maverick balloon catheters. Then the balloons were upsized to achieve adequate dilation using a 2mmx20mm, 2.5mmx20mm and 3mmx20mm maverick balloon catheters. Following pre-dilation, residual stenosis was 70%. Subsequently, a 3.00mmx32mm synergy&#10259;tent delivery system (sds) was advanced to the lesion, but at the proximal rca, the stent became stuck in a calcium spur. The physician tried to re-position the device, but the stent slipped from the balloon. The sds was removed and the stent was stuck in the proximal rca. Several methods were tried to retrieve the stent, but in vain. So the patient was sent for surgery. No further patient complications were reported. This product is only ous approved but is similar to an approved us device.